Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient's ipg was found to be inoperable prior to an elective procedure. As a result, the ipg was explanted and replaced on (B)(6) 2019. Therapy was restored following the procedure.